Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
Date sent to FDA: 10/09/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incarcerated incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and ventral hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿dense adhesions at the site of the mesh, which were taken down bluntly.¿ it was reported that the patient experienced severe pain, recurrence, bowel obstructions, dense adhesions, nausea, inflammation, stress and anxiety. No additional information is provided.